Event description:
It was reported that the bottom portion of the pacemaker was eroding through the skin. The pacemaker and left ventricular (lv) lead were explanted due to the infection. The infection was believed came from the recent procedure and not related to the product. The patient was stable throughout.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.